Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ¿machine cannot on¿. Further information was provided that the battery cannot charge upon connecting to ac power, but the unit is otherwise fully functional on ac power. There was reportedly no patient involvement.